Manufacturer narrative:
An event of one cusp of the valve not working as intended, device malposition and central regurgitation was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. It was indicated that the valve was placed at a depth of 4mm at left coronary cusp and 5mm at non-coronary cusp deeper than the optimal 3mm depth, which could have contributed to the reported event. At 80% opening, the valve did not move and the annulus section of the product was sufficiently open. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. From imaging provided 2 still images of transesophageal echo ¿ shows isolated leaflet intra valvular regurgitation which most likely indicates a single leaflet malfunction. Based on all available information, a cause for the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was chosen for a transcatheter aortic valve implantation (tavi) procedure using a 19f flexnav delivery system. The annular dimensions of the native valve were perimeter 77mm and area of 465.8mm2. The patient's annulus was sufficiently calcified for the implantation of a navitor valve and was not bicuspid. During procedure, the valve was not manipulated, and the guidewire did not have to be manipulated either. The delivery system was in a neutral position during placement and there was no damage noted before loading or during loading. The loading was completely as recommended and they did not experience any complications during the implantation. A pre-dilation was not done. The valve was placed at a depth of 4mm at left coronary cusp and 5mm at non-coronary cusp. At 80% opening, the valve did not move and the annulus section of the product was sufficiently open. During the injection of the contrast material, a strong leak was visible and they examined the patient with echocardiogram (echo), and leak was confirmed. The physician found one of the leaflet was completely inactive and it seemed to be torn off or stuck. They tried post dilation, which did not resolve the situation, so they decided to implant a second valve. The patient had low systolic value. A new 27mm navitor valve was implanted and patient was stabilized. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.